Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the device malfunction was not confirmed during evaluation, therefore, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope monitor image of the device was blurry. The issue occurred during an unknown diagnostic procedure that was completed with a similar device. There was no report of patent harm.